Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 80 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/22/2018 and open vial date is approximately 2 weeks ago. The meter memory was reviewed for previous test result history: (B)(6). Customer states that he is a retired (B)(6) and he assist several diabetic patients with their meters. Customer states that meter is giving high and erratic blood results. Customer states that he ran test on 8 meters and they are all giving high blood results. Customer is mostly concerned with the erratic results. Customer states that he run the check with the solution and the blood sample and they came out a big variance 50-100 mg/dl from the same sample with second. Customer used his personal meter and it was doing the same thing, giving high and erratic blood results. Customer ran a blood test and he is getting erratic blood results varying on the same sample. Customer states that he is concerned because all the meters are testing the same way. Customer states that he spoke to (B)(6) and was told to contact us. Customer has 4 meters and wants to get his personal meter tested ((B)(6)). Customer states he ran several tests and is very apprehensive with the meters. Customer did not want to run a blood test or a control test at this time.